Event description:
Surgery date: (B)(6) 2003 patient presented with complaint of recurring back pain. MRI scanning did show spinal stenosis at the level of the l4 and modic changes of the l3-4 segment. Patient states that was standing on a step stool in (B)(6) 2002 when the bottom step on that stool gave way causing her to fall backwards into her back. This episode occurred at work. Since that time, she has had continual right- and left-sided lower back pain. She has also had new onset of bowel and bladder incontinence since this episode as well as intermittent weakness in the lower extremities, which she most often notes upon arising from a kneeling position. The patient has had lower back pain going back to 1990. She had l4-l5 laminectomy in 1990 as well as l4-to-sl fusion surgery in 1996. Following that fusion surgery, she had the sensation of numbness stemming from the right hip down the right leg to the knee which never went away. This patent was admitted on (B)(6) 2003, and underwent removal of l4- to-sl hardware, pedicle screw fixation (synthes system) of l3 to l4, bilaterally, bilateral l4 laminectomy, l3-to-l4 fusion, bilateral ls foraminotomies, l4 laminectomy, and placement of right posterior superior iliac crest bone graft. She tolerated the procedure well. There were no complications. Estimated blood loss was 800 cc. She was subsequently discharged on (B)(6) 2003. Surgery date (B)(6) 2004 and discharged on (B)(6) 2004 patient presented with a nonunion of lumbar fusion l3-l4 and lumbar instability l2-l3 (from surgery done on (B)(6) 2003) and complaints of continued low back and leg pain. Symptoms began after fall at work in (B)(6) 2002. Patient had a prior fusion at a lower level in 1996. Since the 2003 lumbar fusion patient has had persistent weakness in right leg and pain in left hip. Also complains of bowel incontinence when in squatting position. During procedure, synthes hardware was removed, performed posterolateral fusion with instrumentation extending from l2, l4 use of infuse, (following adequate decortication, bmp with croutons was taken and was placed along the transverse process and poster lateral aspect extending from l2 through l4 bilaterally. In this fashion, the fusion was performed with the bmp-soaked sponges and the fusion level involved bilaterally l2, l3 and l4), foraminotomy of l2-l3 and l3-l4 bilaterally. There appeared to be a solid fusion that was present between l4-l5 and l5-sl. A nonunion was noted at the l3-l4 level. Admit date: (B)(6) 2004 patient presented for a wound recheck, had recently undergone a redo lumbar fusion (performed on (B)(6) 2004) and was discharged 2 days after. Patient was seen in the neurosurgery clinic on (B)(6) 2004 with complaints of some scant drainage. Wound at that time was non erythematous. Scant amount of yellow fluid was seen on wound dressing. Patient was discharged home on levaquin 500 mg with close monitoring and follow up appt on (B)(6) 2004. On (B)(6) 2004, she did present to the clinic with complaints of increased drainage and tenderness around the incision site. Again, serous drainage was noted and a small amount of erythema was noted in the peri - incisional region. The patient was admitted for empiric treatment of a possible wound infection and started on empiric IV vancomycin with p.o. Flagyl q.i.d. Prior to starting these antibiotics, a bedside I&d of the lower portion of the wound was performed with drainage of bloody serosanguinous fluid expressed. A culture was obtained and sent for gram stain and culture. The patient was then started on the vancomycin and flagyl noted above. White blood cell count was within normal limits. Hematocrit was low at 26. The patient was to be treated with p.o. Iron for this blood count. The patient's neurological condition remained stable during her hospital stay. She remained afebrile. Her dressing was changed twice a day. Patient discharged on (B)(6) 2004. Admit date: (b)(60 2007 admitted to emergency room with acute abdominal pain on day of admission positive nausea and vomiting prior to admission. Moderate distress, vitals bp 126/69 pulse 80. Lungs clear no wheezing. Epigastric tenderness, no rebound signs. Ultrasound of abdomen, basic metabolic panel within normal limits, glucose112, creatinine 0.8, potassium 3.8, sodium 140. White count 12.3 with 73% neutrophils, hemoglobin 13.9, platelets 266. Liver enzymes were within normal limits with alt of 24, alk phos 81, albumin 4.2, total bili 0.3. Patient was kept n.p.o. Initially. Placed on proton pump inhibitor, protonix 40 b.i.d. Diet was advanced as condition improved. Patient was initially constipated; on day prior to discharge she passed 2 stools, no evidence of melena. Patient able to eat a soft diet without any symptoms. Back pain was well controlled. Patient was discharged in good condition on (B)(6) 2007. Procedure date: (B)(6) 2008: diagnostic colonoscopy with random colon biopsies and hot biopsy; pre-endoscopic diagnosis: watery diarrhea patient on demerol 25mg and versed 1 mg IV post-procedure diagnosis: pan diverticulosis, diminutive ascending colon polyp; otherwise normal colonoscopy, recommendations: follow up with pathology and stool studies in gi clinic in 2 weeks procedure date: (B)(6) 2008: diagnostic upper gi endoscopy with biopsy, patient has history of nsaid-induced gastric ulcers with worsening gastro esophageal reflux disease as well as 3 month history of watery diarrhea post-procedure diagnosis: antral erythema, irregular z line otherwise normal upper gastrointestinal endoscopy, follow up with gi clinic in 2 weeks. Procedure date: (B)(6) 2008, discharge date (B)(6) 2008 procedure type: anorectal manometry 51 year old female patient with history of overflow diarrhea with chronic constipation secondary to chronic pain medication used secondary to her back pain. Patient has had multiple back surgeries resulting in loss of sensation in right buttocks. Patient also has episodic incontinence. Anorectal manometry being performed to evaluate anorectal dynamics to assess if pelvic floor dyssynergy/obstructive defaecatory pattern are contributing to her symptoms and to rule out any anal sphincter defect or poor anal base pressure. Results: perianal exam revealed multiple skin tags. Patient had abnormal pinprick sensation with no sensation in the right buttocks. Patient was able to bring down the perineum with straining. Digital rectal examination, and anal canal passage were normal, did have normal tone, but her squeeze was poor. She was unable to push the finger out. The patient's basal sphincter pressure averaged 110 mmhg which is greater than 2 standard deviations from normal values in our lab for a female with a sphincter length of 4 cm. The patient's augmented squeeze pressure averaged 122 rnmhg with a length of 4.5 crn. The maximum squeeze pressure was 141 rnrmhg. During balloon distention, the patient demonstrated consistent anorectal inhibitory reflex starting at 10 rnl of balloon distention. The patient first sensed the balloon distention at 15 ml and first sensed urge to defecate at 20 rnl. Again, this is somewhat low. The patient was able to increase the rectal and anal pressures to 125 mrnhg and 145 mmhg respectively with voluntary cough. During straining, the maximum rectal pressure was 45 mmhg with corresponding anal pressure of 124 rnmhg, giving a defecatory index of less than 1.2. This feature is suggestive of mild anisrnus pattern. Patient had fairly normal compliance. Findings: the patient has a very high basal anal sphincter pressure. The augmented squeeze pressure and maximum squeeze pressure was normal. The anal sphincter profile did not demonstrate any anal sphincter defect. The anal sphincter resting ultra-slow wave pattern is suggestive of inherent spontaneous contractility of unknown significance. The patient demonstrated anismus pattern during simulated defecation, and patient was unable to expel the balloon. Overall, this is an abnormal anorectal manometry study with anismus pattern. Patient most likely to benefit from biofeedback therapy.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.